Event description:
The customer alleged the audio alarm is functioning intermittently. The mallinckrodt customer support engineer (cse) inspected the device and verified the alleged event. The cse replaced the audio alarm and the unit passed extended self testing.